Manufacturer narrative:
Approximate age of device- 4 years, 6 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015 it was reported that the patient was admitted and received three units packed red blood cells. Esophagogastroduodenoscopy on (B)(6) 2017 showed continuing gastritis. The patient continued carafate and proton pump inhibitors. Colonoscopy on (B)(6) 2017 showed melena throughout the colon. A 7mm polyp was removed and 3 small sessile polyps were resected in the ascending colon. Pill endoscopy showed small arteriovenous malformations without evidence of active bleeding. The patient was treated with intramuscular octreotide as outpatient. No further or additional information was provided